Event description:
When grasping the insertion wire with the snare, the hooped snare got detached and fell into the stomach. The fallen hooped snare was removed endoscopically.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable grasping snare. Upon receipt the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. Dimensional measurements for the locking metal crimp are not within specifications. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.